Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Sample 1: the initial result was 110 pg/ml, and the repeat result was 10.8 pg/ml. The sample was repeated for precision testing, and the results were 10.2 pg/ml, 10.6 pg/ml, 10.6 pg/ml,10.4 pg/ml, and 10.1 pg/ml. The sample was repeated for precision testing on another cobas pro, and the results were 10.1 pg/ml, 10.0 pg/ml, 10.0 pg/ml,10.1 pg/ml, and 10.2 pg/ml. Result comparisons were provided for other patent samples: sample 2 initial result was 9 pg/ml, and the repeat result was 6 pg/ml. Sample 3 initial result was 20 pg/ml, and the repeat result was 14 pg/ml. Sample 4 initial result was 20 pg/ml, and the repeat result was 9 pg/ml. The sample was repeated for precision testing, and the results were 8.86 pg/ml, 9.44 pg/ml, 9.51 pg/ml,9.37 pg/ml, and 9.37 pg/ml. The sample was repeated for precision testing on another cobas pro, and the results were 8.65 pg/ml, 8.90 pg/ml, 8.63 pg/ml, 9.06 pg/ml, and 8.70 pg/ml. Sample 5 initial result was 8 pg/ml, and the repeat result was 5 pg/ml.

Manufacturer narrative:
There was an allegation of an additional questionable elecsys troponin t hs result from the cobas e 801 analytical unit. On (B)(6) 2026, sample 6 initial result was 554 pg/ml, and the repeat results were 12.8 pg/ml, 16 pg/ml, and 19 pg/ml. On (B)(6) 2026, sample 7 initial result was 110 pg/ml, and the repeat results were 16pg/ml and 22 pg/ml. The analyzer alarm trace contained a high number of sample-related alarms. Based on this, the investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.